Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used for a procedure performed on (B)(6), 2020. According to the complainant, during preparation, it was noticed that there was a hole in the sterile packaging. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event.